Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation and serous fluid". Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: yellow particles on the surface shell and crease fold. Additional, changed, and/or corrected data: b.5., d.7., h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side "serous fluid". Device has been explanted.